Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leaking and o ring was broken. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1: e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11, a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the o-ring. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer.

Event description:
N/a.